Manufacturer narrative:
Block b3: date of event: date of event was approximated to march 1, 2025, based on the date the manufacturer became aware of the event. Block h6: h11: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the procedure performed on an unknown date. During the procedure, the clip prematurely released from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the procedure performed on an unknown date. During the procedure, the clip prematurely released from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to march 1, 2025, based on the date the manufacturer became aware of the event. Block h2: correction: block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter address 1, initial reporter email and initial reporter phone), block e2 (occupation). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown anatomy. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly detached inside the outer sheath with evidence of premature deployment (yoke still attached to the control wire). No other problems with the device were noted. Upon analysis, it was found that the clip assembly detached inside the outer sheath with evidence of premature deployment (yoke still attached to the control wire). It is likely that during clip removal, manipulation of the outer sheath caused the clip assembly to fall off. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as there is evidence of the removal of the outer sheath; however, the iuf states, "once the resolution clip can be observed exiting the tip of the endoscope under direct visualization, remove the stopper located between the over-sheath grip and the handle as shown in figure 1. To fully expose the resolution clip jaws, hold the over-sheath grip and push the handle distally until the handle rests against the over-sheath grip, as shown in figure 2." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.